Manufacturer narrative:
According to the cryolife implant database, the sg pulmonary branch patch was implanted in a 0.16 year old male on (B)(6) 2018. Additional information provided by the site indicated that the sg patch was used as a pulmonary artery (pa) patch; a central shunt was implanted during the same procedure. The sg patch was subsequently explanted after approximately 0.6 years on (B)(6) 2019 when the patient was 0.75 years of age. According to additional information provided by the site, the patient underwent reoperation to replace a shunt due to ¿saturation difficulties¿ per the surgeon, and the decision to explant the sg patch was made intra-operatively by the surgeon during this procedure. There is no additional information regarding patient demographics, past medical history, pre-operative diagnosis, clinical or operative procedure notes, how the patch was used during the implant procedure, or any additional information related to the event or patient¿s death. In addition, the explanted tissue was not returned to cryolife for examination or analysis. In the absence of histopathologic examination of the graft, it is not possible to determine the root cause of the reported event. Patch degeneration is listed as a known potential adverse event associated with the use of cryopatch sg and is listed in the cryopatch sg IFU (instructions for use). All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
The sg pulmonary branch patch, sgp020 serial number (B)(4), was implanted on (B)(6) 2018 during a central shunt and pa patch with sgp020 procedure. On (B)(6) 2019 the surgeon decided to replace the shunt due to saturation level difficulties. Once the surgeon cut into the patch it appeared to be delaminating. It was explanted and replaced. The patient is deceased. Cause of death was not disclosed.